Event description:
The olympus field service engineer reported that during the preparation for an abdominal exploration procedure, there was no image on the digital visual interface (dvi) on the high definition (hd) channel. The user switched to a standard definition (sd) channel and completed the procedure. There was no delay, and no report of patient injury due to the event.

Manufacturer narrative:
The suspect device was sent to the olympus service center for evaluation. During the device inspection and testing, there was no image on the dvi, confirming the reported image issue. The image issue was found to be due to a printed-circuit board failure. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that no image was displayed likely due to a faulty patient circuit board (dp board). The cause of failure could not be identified. Olympus will continue to monitor field performance for this device.